Manufacturer narrative:
Combination product: yes. Upon receipt, the lead under complaint was found cut 50 cm proximal to the lead tip. The distal fragment was received for analysis. The proximal fragment was not returned. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The insulation was found rubbed through 10, 9 and 7 cm proximal to the lead tip. The conductor cable leading to the rv shock coil was found fractured 8 cm proximal to the lead tip. The above-mentioned damages are assumed to be the root cause of the reported oversensing leading to inappropriate shock delivery. Based on the characteristics of these damages, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the rv shock coil was found stretched. The deformation probably occurred during the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It was reported that the lead was explanted due to oversensing with inappropriate shocks.

Manufacturer narrative:
Combination product: yes -